Manufacturer narrative:
A field service engineer (fse) went onsite to further investigate the issue. It was determined that the customer was enabling high flow mode and the message, "disabled patient alarms" would appear. The fse explained to the customer that this was normal procedure once high flow mode was enabled. The fse explained to the customer that the message should appear when high flow mode was enabled. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarms were not functioning. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
E1 reporter phone number - (B)(6).